Manufacturer narrative:
The device was inspected and tested on 19th october 2018. Within this inspection functional testing and visual inspection was made. Prior to this inspection the device was not regularly inspected as part of the annual inspection program. Potential problems may and can go undetected. Due to the detected deviation we generally cannot exclude that the device has contributed to the reported event. However taking into account that the deviation, were minor, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was informed on 15th october 2018 from distributor that at the hospital a skull clamp slipped after the patient was already positioned and draped. "The clamp slipped after the patient had already been positioned. Surgery had not started yet so no injury occurred. Customer is raising an official complaint."